Manufacturer narrative:
H3 other text : device has not yet been returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a "constant cough every morning". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation CPAP pro device was returned to a third-party service center for further evaluation. During evaluation, sound abatement foam degradation was not observed. The service center also retrieved and reviewed the device's error logs. There were 7 errors found. The third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped after device evaluation was completed.